Event description:
In 2006 the pt had been on dialysis since 8:00 am, nothing changed from his normal prescription. At 11:00 am, the nurse responded to a high vp (venous pressure) alarm. The bloodline was noted to be twisted and kinked at the dialyzer. The nurse released the kink and corrected the alarm. 1/2 hr later the pt was noted to be fidgeting and complained of abdominal pain. The nurse turned off uf. The pt's blood pressure was high. Dialysis was completed after 4 1/2 hrs of treatment. At 7:00 pm, the pt went to the ER still not feeling well, nauseated and vomitting. It was noted that the pt's right lower forearm was swollen and red and the pt was afebrile. The pt has av access in his left forearm. Blood was drawn and the blood sample was found to be hemolysed. Second test confirmed the hemolysis. The pt was treated in the ER for possible clot and cellutis, given IV heparin and antibiotics (cipro). The bloodlines were discarded due to blood contamination. The pt's current condition is listed as - recovered.